Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the syringe was discovered to be broken with 15 bd syringe 10ml ls 23x1in tw. The following information was provided by the initial reporter: body of 10ml syringe is broken.

Event description:
It was reported that during use the syringe was discovered to be broken with 15 bd syringe 10ml ls 23x1in tw. The following information was provided by the initial reporter: body of 10ml syringe is broken.

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿body of 10ml syringe is broken¿ with lot numbers 0066798 regarding item # 302929 the complaint could not be confirmed, and the root cause is undetermined. The probable root cause of the defect could be from the machine station that create a crack on the barrel while loading- we are making process to change bush of barrel loading bracket during pm(B)(6) 2020 and to reduce jerk from barrel marking to assembly index by (B)(6) 2020. The DHR was reviewed for the batch number 0066798 and there was no reported complaint or qn raised on the same. H3 other text : see h.10.